Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed blisters on his back. The patient was recommended to use hydrocortisone cream from a physician. Follow up indicated that the patient had been applying the hydrocortisone cream and blisters have improved.